Event description:
It was reported to philips that the system z-rotation and propellor geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the procedure was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system on site and confirmed from the log files that beam propeller position was not available. As a part of troubleshooting, the fse carried out the current test of beam propeller which failed and identified loss of calibration data. To resolve the issue, the fse performed the propeller position calibration. After the calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.